Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('device dropped in the uterus and it calcified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), medical device site calcification ("dropped in the uterus and it calcified"), abdominal pain ("she also had abdominal pain"), pelvic pain ("she had really sharp pain"), amenorrhoea ("had a period in years"), headache ("headache"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mental disorder ("mental breakup"). Essure treatment was not changed. At the time of the report, the device expulsion, medical device site calcification, abdominal pain, pelvic pain, amenorrhoea, headache, fatigue, depression, anxiety and mental disorder outcome was unknown. The reporter considered abdominal pain, amenorrhoea, anxiety, depression, device expulsion, fatigue, headache, medical device site calcification, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: -the device dropped in the uterus and it calcified. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('device dropped in the uterus and it calcified') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), medical device site calcification ("dropped in the uterus and it calcified"), abdominal pain ("she also had abdominal pain"), pelvic pain ("she had really sharp pain"), oligomenorrhoea ("had a period in years"), headache ("headache"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and mental disorder ("mental breakup"). Essure treatment was not changed. At the time of the report, the device expulsion, medical device site calcification, abdominal pain, pelvic pain, oligomenorrhoea, headache, fatigue, depression, anxiety and mental disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, headache, medical device site calcification, mental disorder, oligomenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: the device dropped in the uterus and it calcified. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.